Event description:
Meter name:one touch profile, strip name: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported they were called 911 and paramedics came. Their meter allegedly would only prompt insert strip. The result on their meter was unable to test. The result on the emt meter, other was 91. No comparison performed. Treatment was unknown. No further information has been reported.